Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that peritoneal dialysis (pd) patient experienced peritonitis three months ago. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture was not provided. The organism was staphylococcus epidermidis. The patient was prescribed and treated with unknown antibiotics. The patient has continued with pd therapy.

Manufacturer narrative:
A clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient¿s pd fluid grew the organism staphylococcus epidermis which is a known bacterium that resides on human skin. Therefore, while the exact etiology of the patient¿s staphylococcus epidermis peritonitis cannot be confirmed; it is possible the event was associated with touch contamination during pd therapy, as suspected by the patient physician. Should additional information become available this clinical investigation will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.